Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The anesthesia workstation was investigated on-site by our field service engineer. The reported fault was reproduced. The inspiratory pressure transducer pcb was found faulty and was replaced. The pcb was returned for investigation. The device log was downloaded. Evaluation of the received device log shows that the test failed due to the measured inspiratory pressure transducer offset being outside allowed limits. At most the inspiratory pressure transducer offset had drifted 1851 mv from factory default. The allowed offset drift is ±300 mv from factory default. The returned inspiratory pressure transducer pcb was tested in a reference system. The reported pressure transducer test failure was reproduced. The system checkout failed due to the measured offset pressure for the inspiratory pressure transducer being too high and outside allowed limits. Microscopic inspection of the pressure sensor on the pcb showed that there were traces of liquid/corrosion on the pressure sensor and unknown particles in the ceramic cavity on the top of the pressure sensor. The conclusion is that the traces of liquid/corrosion on the pressure sensor and the unknown particles in the ceramic cavity on the top of the pressure sensor affected the inspiratory pressure transducers functionality which caused the system checkout failure.

Event description:
(B)(4).